Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02301.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous. During the procedure, the physician advanced a lantern through a non-penumbra catheter and experienced difficulty while advancing the lantern around a bend in the vasculature; therefore, the lantern was removed. The physician continued the procedure using a new lantern, and successfully advanced it to the target location. While advancing a pod pc through the lantern, the pod pc unintentionally detached while it was partially within the vessel and partially within the lantern. The physician attempted to remove the lantern and pod pc together; however, as the lantern was removed, the pod pc remained partially in the non-penumbra catheter and partially in the vessel. Subsequently, the non-penumbra catheter was removed from the patient together with the detached pod pc. The procedure was completed using ruby coils, pod coils, a new lantern, and a new non-penumbra catheter. There was no report of an adverse effect to the patient.